Manufacturer narrative:
Concomitant medical products: product ID: unknown lead, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported that the patient had their device placed in 2009 and it was taken out in 2012. The patient stated that they had to suffer for three years before it was taken out. It was noted that what they went through and were still going through was horrible and they had pain, burning in their hip and nerve damage. The patient thought they were getting help for their bladder problems and it ended up a whole lot worse with the device in them and then also with it explanted. If additional information becomes available, a supplemental report will be sent.